Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer's reference number: 2017865-2020-25209, related manufacturer's reference number: 2017865-2020-25211, related manufacturer's reference number: 2017865-2021-00179. It was reported the patient presented in the hospital with an open incision site with drainage. The patient's implantable cardioverter defibrillator, right atrial, and left ventricular lead were extracted on (B)(6) 2020. The right ventricular lead's helix would not retract and was explanted on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.